Manufacturer narrative:
One healing collar (hc565) was returned for inspection. A visual inspection revealed that the threads and cuff are worn, indicating use. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints found against this lot number. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev 1-01/15. Healing collars ¿ for use with tapered screw-vent, screw-vent and trabecular metal implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. The product was functionally tested, and the healing collar successfully engaged into the test implant drive feature as intended. Therefore, the complaint is unconfirmed. A singular cause cannot be determined. The following sections have been updated. (B)(4).

Manufacturer narrative:
(B)(4). Patient weight was not provided.

Event description:
It was reported that the healing cap would not thread into the implant. Another healing cap was successfully used and the implant remains implanted.